Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly on (B)(6) 2011, the titanium femur replacement rod broke inside the patient's leg when she tripped and fell on a stairway without a handrail.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.